Event description:
During an in-clinic follow-up, loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp). Diagnostic imaging was performed; no anomalies were noted. The lp was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.